Event description:
Per surgeon's notes: patient was brought to the operating room in stable condition having received intravenous antibiotics. She was positioned supine and compression devices were placed on both legs. Patient was given general anesthesia and was intubated. An orogastric tube was placed into the stomach. Abdomen was prepped and draped in sterile fashion. Timeout was performed. When it was time to use signia power shell device, the attachment arm kept falling off sigpshell at the connection point with any type of contact. The device was replaced by another similar device and the procedure was completed without any further incident. No patient harm. Manufacturer response for staple, implantable, signia (per site reporter). Medtronic field representative was made aware of the incident; he will come pick it up in the near future.